Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and found a tip clamp in the problem area of the pipette assembly was failing. The tip clamp, compression spring, and plunger clamp were replaced. The tip load, and n-position over the secondary rack were adjusted. The instrument was tested without further problem, and returned to svc.